Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of fluid leak (a050401) complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: analysis of the returned device identified: creases fold, opening curved on posterior and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crease smooth on posterior and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on posterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, g1, h6.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.